Event description:
The customer reported that the system would not recall images and shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.